Event description:
It was reported that: "during the pre-use inspection, it was found that the cuff neither inflates nor deflates. No further information could be confirmed by the customer."

Manufacturer narrative:
(B)(4). The reported complaint of "cuff would not inflate or deflate" could not be confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. The returned sample has been tested for inflation and deflation and no issue with the sample. The cuff was able to inflate and deflate without any restriction. A device history record (DHR) was reviewed; no issue related to complaint was noted. Based on the findings, the complaint could not be confirmed.

Event description:
It was reported that: "during the pre-use inspection, it was found that the cuff neither inflates nor deflates. No further information could be confirmed by the customer."

Manufacturer narrative:
(B)(4).